Event description:
The customer reported the band mechanism of the autopulse platform (sn (B)(4) intermittently does not retract upon power up. The lifeband (lot #unknown) will only retract about once every 4-5 times. The lifeband was tested with other platforms and the same issue was observed. The platform was tested with different lifebands but the issue persisted. Upon follow up, the customer reported the malfunction occurred during a patient event. Manual CPR was performed and the patient was transported to the hospital. No impact or consequence to the patient. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform.

Manufacturer narrative:
The lifeband in the complaint was discarded by the customer and will not be returned for investigation.